Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 800 mg/dl at the time of the incident. The customer was at 40 mg/dl at the time of the call, and received emergency medical assistance at work. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available at the time of the call. The insulin pump will not be returned for analysis.